Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was received at the plant for evaluation. No defect was observed during visual inspection. The bag was inflated with air and leak tested under water. A leak was observed coming from a pin hole just above the administration port on the left side. Closer visual inspection revealed that the pin hole was only on one side of the bag and no signs of damage could be noticed on the other side of the bag, opposite to the pin hole. The cause of the reported condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that their 4l oxygen barrier bag was leaking. This condition was observed outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.